Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Initial reporter facility name: (B)(6) medical university. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted to treat biliary stenosis in the bile duct during a biliary stenosis procedure performed on (B)(6) 2025. During the procedure, the stent detached from the biliary tract. Another flexima biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b5 have been corrected and updated with the additional information received on may 06,2025. Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: a flexima biliary stent was returned for analysis. Visual examination of the returned device found the guide catheter was kinked and the push catheter suture hole was torn. No other problems were noted to the delivery system. The reported event of stent break was not confirmed. Taking all available information into consideration, the investigation concluded that the observed failures were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat biliary stenosis in the bile duct during a biliary stenosis procedure performed on (B)(6) 2025. During the procedure, the stent detached from the biliary tract. The device was removed, and no fragments were left inside the patient. Another flexima biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be stable. ***additional information received on may 06,2025*** it was reported that the flexima biliary stent was to be implanted during an endoscopic ultrasound guided biliary stent implantation procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat biliary stenosis in the bile duct during a biliary stenosis procedure performed on (B)(6) 2025. During the procedure, the stent detached from the biliary tract. The device was removed, and no fragments were left inside the patient. Another flexima biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be stable. Additional information received on may 06,2025. It was reported that the flexima biliary stent was to be implanted during an endoscopic ultrasound guided biliary stent implantation procedure.

Manufacturer narrative:
Block b5 have been corrected and updated with the additional information received on may 06, 2025. Block e1: initial reporter address: (B)(6). Initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break.